Manufacturer narrative:
The pump passed the self test. The trace and history files were successfully downloaded using thump. The pump was paired with a guardian link 3 and glucose sensor simulator. The pump communicated properly with the transmitter and glucose sensor simulator. Programmed the alert on low, alert before low, and suspend on low for 90 mg/dl. Set the glucose simulator to 100 mg/dl and monitored the pump. After the pump was successfully calibrated to the test value the glucose simulator was lowered to 100 mg/dl, recalibrated, and continued to monitor. Recalibrated for 87 mg/dl, the suspend on low activated at 89 mg/dl properly. No unexpected glucose sensor simulator/transmitter programming or communication errors and the suspend on low feature is operating properly. The pump paired with a test accu-chek guide link bg meter. The pump communicated properly and recorded the 124 mg/dl test value properly from test accu-chek guide link bg meter. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, and pillowing keypad overlay. The transmitter/sensor communication (sg vs bg) complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blood at insertion site. The customer also reported a difference between sensor glucose and blood glucose values and the insulin delivery was suspended. The customer also reported a change sensor alert. The event involved product(s) mmt-7040a, mmt-1884l. Troubleshooting was performed, the difference between blood glucose and sensor glucose was outside the acceptable range. Troubleshooting was performed for the occurred alert and site issue and the customer will be provided with a sensor replacement. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884l.